Manufacturer narrative:
It was reported that the battery was not able to charge and the patient was experiencing critical battery alarms. The battery, (B)(4), was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the battery revealed that the device passed visual examination and functional testing. The reported battery not charging could not be confirmed as the battery was able to charge as expected during analysis. The reported critical battery alarm was confirmed via review of the controller log files, which revealed 1 critical battery alarm involving (B)(4). In this instance, the battery went from a high relative state of charge (rsoc) to 0% rsoc. The battery was replaced after the critical battery alarm. This observation is indicative of a communication error between the controller and battery. The most likely root cause of the reported critical battery alarm can be attributed to a communication error between the controller and battery. The manufacturer has an open internal investigation to evaluate the communication anomalies between the controller and the batteries. Of note, the controller, (B)(4), in use during the event did not have the smr upgrade. The reported battery not charging could not be confirmed as the battery was able to charge as expected during analysis. The most likely root cause of the reported critical battery alarm can be attributed to a communication error between the controller and battery. After further review of additional information received sections have been updated accordingly. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the patient that the battery was no longer able to charge. It was noted that the site downloaded the log files, and confirmed critical battery alarms for the battery. The battery was removed from service and was replaced. No patient complications have been reported as a result of this event.